Event description:
It was reported that blood leaked from the connection between the hotline heating tube and the hotline main unit during priming. There were no patient involvement and no patient harm.

Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.